Manufacturer narrative:
The device was repaired by a third party service center. Device evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator was sent to a third party service center for evaluation and the customer's complaint was confirmed. The lcd screen was found to be cracked. The device's lcd screen was replaced to address the issue. Extensive damage to the device was observed.